Manufacturer narrative:
The investigation identified that the preventive maintenance was overdue. The field service engineer performed a 12-month maintenance. The service action (performing a 12-month maintenance) resolved the issue. No further issues were reported afterward. The root cause was consistent with a maintenance issue.

Manufacturer narrative:
The ferritin reagent lot number was 736737 with an expiration date of 31-may-2024. Qc was acceptable on the day of the event. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys ferritin assay on a cobas e411 immunoassay analyzer. Initial result: 1.5 ng/ml. The customer questioned the result as it did not match the patient's medical history. No questionable result was reported outside the laboratory and the sample was repeated. Repeat result: 110.3 ng/ml. The repeat result was deemed to be correct.